Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that during preparation of the cds, the gripper cap was leaking. It was confirmed that the cap was tightened all the way, but still continued to leak. The cds was not used in the anatomy and was replaced. A new cds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and based on the information provided and without the device to analyze, a definitive cause for the reported leak could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.